Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received not deployed with the pink slide insert not visible in the top housing viewing window and the cannula not visible in the bottom housing needle well. The download data showed the pod completed first prime before being deactivated by the user. No abnormalities were observed in the pod data. No damages or deficiencies were observed that would prevent the pod from completing activation and deploying as intended. Damage was observed on the commutator cap. Because no abnormalities were observed in the rotational sensor data, it can be confirmed that the observed commutator cap damage did not contribute to the reported event. The exact cause of the observed commutator cap damage could not be determined.